Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs implant system. During the case, a pelvic array became cross threaded during assembly. The part was not used in the procedure.

Manufacturer narrative:
As part of normal complaint follow up, an eval of the event had been initiated at mako surgical. The eval is ongoing, and a supplemental report will be filed when results are obtained.